Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was unresponsive and had frozen display. Customer¿s blood glucose level was 240 mg/dl. Customer was able to rewind the insulin pump however customer reporting keypad was unresponsive. Customer was assisted with troubleshoot. The device will be returned for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Device time/clock moved. Device had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. No unexpected restart alarm noted during testing.